Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding [add complaint details] was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure that a spark occurred at the maryland bipolar forceps (mbf) instrument tips. The customer replaced it with another mbf instrument. The intuitive tech support engineer (tse) explained how to avoid sparks, and confirmed that the instrument would be returned. The procedure was being completed as planned, with no reports of patient injury.